Manufacturer narrative:
A ge service representative performed an over the phone investigation. The reported problem could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that after an electrical power outage which shut down the system, it made sounds and beeps without power. No pt injury was reported.